Manufacturer narrative:
The axium prime coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of axium coil non-detachment. Prior to the procedure, the devices were prepared as indicated in the IFU. It was reported that during the procedure, two detachment attempts were made using an instant detacher without success. The coil was pulled back into the catheter, then the coil detached while still partially in the aneurysm. The coil was able to be successfully retrieved from the patient. There were no reports of patient injury in association with this event.

Manufacturer narrative:
It was reported that the axium coil could not be detached despite two attempts with the instant detacher (ID). The coil was pulled back into the catheter and it detached while partially in the aneurysm. The coil was retrieved from the patient. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to investigate the event and/or determine the cause of the event. The health care provider and the manufacturer representative were contacted to obtain additional event details and the location of the missing coil. The device was returned as part of this investigation. Analysis found the customer report of ¿premature detach from non-detach¿ was confirmed. The pusher was returned with the implant coil already detached which is indicative of premature detachment. The coin was found still pushed against the lumen stop indicative of the non-detach. The shield coil was found stretched and the retainer ring was found damaged. Since the implant coil, actuator interface, positive load indicator and instant detacher were not returned; any contribution of the implant coil, actuator interface, positive load indicator and instant detacher to the premature detachment from non-detachment could not be determined. The axium prime pusher was returned for analysis without a dispenser coil and without an introducer sheath. There was no implant coil or instant detacher returned with the device. The axium prime pusher was found broken distal to the positive load indicator with the release wire extending out of the proximal end. The actuator interface, positive load indicator and part of the coupler tube was not returned for analysis, therefore mechanical detachment attempts using an instant detacher could not be confirmed. The break indicator was found intact. The coin was found present and pushed against the lumen stop; with the shield coil present but stretched. A manual detach was attempted by retracting the release wire. The coin and release wire were successfully retracted from the lumen stop. The coin was found to be visually acceptable and was measured in 3 locations and found to be within specifications. The inner diameter of the lumen stop was found to be visually acceptable. The lu men stop inner diameter (ID) was measured and found to be within specification the retainer ring was found damaged (ovalized) the retainer ring inner diameter (ID) was measured and found to be no longer within specification. No other anomalies were observed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. Possible causes for these damages are: user advancing/retracting coil against resistance, pushwire rotation, coil not retracted in a one-to-one motion with the implant pusher during repositioning, tortuous anatomy, lack of hydration prior to procedure or user does not maintain continuous flush. Customer reported device was prepared per IFU. The damage to the shield coil could potentially contribute towards the non-detachment by wrapping around the coil shell or proximal end of implant coil. The damage to the retainer ring could potentially contribute towards the pre-mature detachment as it would allow the detach element to fall out. The investigation determined that this was a known event. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.